Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient's pump seemed to help for a while, but at some point it seemed like he wasn't benefiting from the pump anymore despite dose increases and the use of boluses. It was unknown when this occurred. The hcp was unable to aspirate through the catheter access port (cap), and a computerized tomography (CT) scan was performed. The hcp thought the catheter might be extradural, but was not certain. The patient was being titrated down in anticipation of surgical exploration. The surgery was planned but had not been scheduled. The situation was considered unresolved at the time of report, and the patient's status was alive - no injury. It was unknown whether any environmental, external, or patient factors may have led to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 serial# (B)(4) implanted: (B)(6)2016 explanted:(B)(6)2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-jul-18. It was reported that the patient's concomitant medications included albuterol and zantac. The patient's additional medical history included quadriplegic cerebral palsy due to a brain injury sustained during sepsis at (B)(6) of age, and epilepsy. It was confirmed that the patient never had much benefit from baclofen therapy, and it was noted that the date at which the catheter was unable to be aspirated was (B)(6)2017. The previously reported CT scan was read as normal, but was interpreted by a neurosurgeon as being suspicious for the catheter tip being extradural. On (B)(6)2017, the patient was admitted to the hospital and underwent a catheter revision. During the procedure, the surgeon cut the catheter tip and found no spontaneous flow of cerebrospinal fluid (csf). The distal portion of the catheter was removed, and a new catheter was placed and connected to the proximal portion of the old catheter. The patient was discharged from the hospital on (B)(6)2017.